Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: usage marks and discoloration were observed on the screw head and its threads. The threads at the head level are heavily worn out, as they are not sharp anymore. Furthemore, the screw head is heavily damaged, deformed and discolored. These damages were most likely caused by excessive force applied during the failed locking attempts of the screw. Finally, the threads at the shaft level also appear to worn out, implying contact between the shaft and the plate occurred, probably caused by an off-centered entry of the screw. The returned screw was tested with compatible and fully functional variax 2 plate, also intended for t10 locking screws. The screw could be locked as intended, no issue was observed. Therefore, the functionality of the device was still fully given and the reported event could not be confirmed. It is worth noting a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The investigation of the nc revealed the over torqueing during insertion was the root cause of the event. Although no product related issue could be detected, a preventive action (CAPA) was opened. As a result, the design of the variax 2 locking screws shall be changed to increase the torque to failure of the locking interface. The screw involved in the reported event was manufactured before any design change took place. Based on investigation, the root cause was attributed to an user related issue. The reported event was most probably caused by inadequate insertion and locking of the screw, since the returned device is conforming to specifications and fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the 3.5 mm diameter 14 mm locking screw of the variaxs clavicle reported did not lock, so it was replaced with another screw and new screw locked without problem. The subject screw did not lock in the other hole though the angle inserted was within 15 degrees".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "the 3.5 mm diameter 14 mm locking screw of the variaxs clavicle, reported did not lock. So, it was replaced with another screw. And new screw locked without problem. The subject screw did not lock in the other hole. Though, the angle inserted was within 15 degrees".